Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/26/2009. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Health professional reported a lap-band was replaced because of a leak in the band.